Manufacturer narrative:
Response to h3 device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive tests and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were no previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.

Event description:
Customer reported 4 false positive results using cue covid-19 test for home and over the counter (otc) use. (See related cases (B)(4) and (B)(4) for additional reported false positive results). This report is for 2 false positive results on (B)(6) 2021 using cue covid-19 test for home and over the counter (otc) use cartridge lot 18082b, cartridge sn (B)(4), and cue reader sn (B)(4). On the same day (23-nov-2021) the customer tested negative for covid-19 with a rapid and sars-cov-2 pcr test; test brands/manufacturers are unknown. The customer confirmed they did not exhibit any symptoms.